Event description:
The customer reported erroneous igg antibodies to rubella virus (rubella igg) results for 1 patient sample. The results were reported outside of the laboratory. The initial rubella igg result on (B)(6) 2015 was 73 ui/ml. On (B)(6) 2015 the rubella igg result from a different tube was 77 ui/ml. A vidas instrument from a different laboratory gave a negative result from a different sample. Two other laboratories also gave negative results. The sample from (B)(6) 2015 was repeated on a diasorin instrument where the result was negative. On (B)(6) 2015, the same sample from the test run on (B)(6) 2015 was repeated on the e601 analyzer and the result was 72.79 ui/ml. No adverse event occurred. The cobas e601 analyzer serial number was either (B)(4). Clarification has been requested.

Manufacturer narrative:
The customer sent in 2 samples with very low sample volume from draw date (B)(6) 2015. The contents of the samples were pooled to facilitate the investigation. The sample was investigated with mikrogen recomblot, platelia rubella igg and with a neutralization assay. The recomblot result was positive and neutralization was done successfully. The platelia rubella igg was negative with a result of 3.96 iu/ml. Even though the platelia rubella igg result was negative, the value of 3.96 iu/ml supports the presence of analyte in the sample. Differences between different rubella igg assays are expected. It has been determined that this sample is correctly positive for rubella igg.

Manufacturer narrative:
The customer has clarified that the cobas e601 analyzer serial number was (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).